Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), abdominal pain ("abdomen pain") and pain ("pain"). The patient was treated with surgery (surgery to remove essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, back pain, abdominal pain and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. C91772, 501776, 68909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2013. Concurrent conditions included overweight, ovarian cyst and endometrium cystic. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ( painful sexual intercourse)"), vision blurred ("vision is now blurred"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy and surgery to remove essure in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the abdominal pain lower, genital haemorrhage, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6) 2014 by hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received. Lot number added. Reporter information, aka name were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. 501776-inv,68909-inv,c91772) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2013. Concurrent conditions included overweight, ovarian cyst and endometrium cystic. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ( painful sexual intercourse)"), vision blurred ("vision is now blurred"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy and surgery to remove essure in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the abdominal pain lower, genital haemorrhage, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6) 2014 by hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain. Lots number 501776 and 68909 are invalid. Lot number:c91772. Manufacture date:2014-08. Expiration date:2017-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C91772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage in 2013. Concurrent conditions included overweight. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ( painful sexual intercourse)"), vision blurred ("vision is now blurred"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy) and surgery (surgery to remove essure in nov-2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain was resolving and the abdominal pain lower, genital haemorrhage, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6)2014 by hysterosalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet- lot number and events abnormal bleeding (vaginal, menorrhagia), migraines/headaches, nausea, dysmenorrhea(cramping), dyspareunia ( painful sexual intercourse), pain, vision is now blurred, fatigue, weight gain, hair loss were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain"), abdominal pain ("abdomen pain") and pain ("pain"). The patient was treated with surgery (surgery to remove essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, back pain, abdominal pain and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage and pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.